Event description:
User reported a humidifier cartridge overfill without proper device alarm. Water was delivered to the pt airway (5-6 cc). Pt oxygen saturation decreased but returned to normal after one and one-half minutes. Pt showed no signs of harm.